Event description:
It was reported that the patient last recharged the implantable neurostimulator (ins) two to three days prior to the report. When the patient plugged the implantable neurostimulator recharger (insr) in the morning of the report it didn¿t have enough energy to recharge the ins. The insr screen was blank and kept going blank when trying to recharge and wouldn¿t charge. It was noted the insr intermittently turned on when the desktop charger was plugged in; the desktop charger looked okay. No patient harm reported. As a result the patient had a sudden onset of an increase in baseline pain and a loss of therapeutic effect that was noticed during the recharge session. Upon device return, analysis found the recharger complaint was unverified. There were no issues found during bench testing. No issues with charging the ins, recharger, or communications. The faceplate was scratched and the recharger antenna cable was discolored. The faceplate and recharge antenna were replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).